Event description:
It was reported that the device was implanted two days after the use before date, and therefore had been expired for two days. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), product type lead; product ID 3777-60, serial # (B)(4), product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).